Event description:
It was reported during an atrial fibrillation ablation procedure, catheter removal difficulties occurred. An attempt was made to advance the unspecified sheath over the afocus ii catheter, but this was unsuccessful. The physician withdrew the sheath into the right atrium, and after manipulating the afocus ii catheter for approx five to ten minutes, the physician removed the afocus ii catheter with no consequences to the pt. A visual inspection of the afocus ii catheter post procedure indicated the catheter "appeared normal".

Manufacturer narrative:
(B)(4). The device was not returned to sjm; therefore, a physical eval of the product and confirmation of the complaint is not possible. Review of the device history record is not possible as the lot number of the device is unk. Based on info received from the physician, the root cause classification of the reported catheter removal difficulties is consistent with operational context as device performance was limited due to anatomical/procedural factors.